Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records review for the related devices found that the devices have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. Visual inspection of the liner found that the liner was damaged, deformed and split across the center line. Visual inspection of the trilogy it shell found that there were scuff marks and gouges on the inner surface. A review of x-ray dated (B)(6) 2015 an x-ray with an unknown date it appears as if the product was not implanted according to surgical technique recommendations and the shell appears to be loose. The surgical technique for trilogy it acetabular system states that: "45 degrees of abduction (inclination angle) and 20 degrees of forward flexion (anteversion angle) is recommended in most cases". The same x-ray shows that the femoral head is dislocated from the shell. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. The package insert "trilogy it acetabular system" states that wound infections, implant fracture, early or late loosening of components of total hip arthroplasty and dislocation are adverse effects. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. These devices are used for treatment.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other device used: catalog #00875101036, longevity it highly crosslinked liner, lot #62666405. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to infection.